Event description:
It was reported that the home patient (hp) was unable to connect to the patient line during fill one on the home choice (hc). The technical service representative (tsr) verified the home patient (hp) was attempting to use the correct line in the organizer. The tsr advised the hp to end therapy and start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.